Event description:
Pt spontaneously called in to report that his cadd ms3 pump serial number (B)(4) would not load his medicine cartridge last night when loading a new cartridge. It was stuck in a loop and would not get past fill tubing. It did not recognize a cartridge was in the pump. The switched back to his previous pump without issue. He did not have a lapse in therapy or any side effects. He is being sent a replacement pump and will send in the malfunction pump. Reported to (B)(6) by pt/caregiver. Dose or amount: 47.1 nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: primary pulmonary hypertension.